Event description:
It was reported that the right ventricular (rv) lead pace/sense portion was capped due to high and unstable thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2011 (B)(6); 4135 lead implanted: 2009 (B)(6); 4136-53 lead implanted: 2009 (B)(6). (B)(4).